Event description:
It was reported by the customer that they have transitioned from a custom kit to the standard kit (2142075). During that time (1 month) they have had several pairs of gloves that break apart easily. No other information was provided. The customer did not give a specific quantity of affected product.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.